Event description:
It was reported that the insertable cardiac monitor (icm) exhibited an unspecified issue. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.